Event description:
Treatment of an aneurysm in the ica (internal carotid artery). The anatomy of the carotid syphon was very tortuous and there was a tight curve before and after the neck of the aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, the pipeline (4.75mmx 18mm) was opened 1/3 of the way, but a cigar shape was not formed. After rotating the pushwire, it released from the capture coil, but did not appose the vessel wall. It was decided to remove the device from the patient. Upon pulling out the pipeline, it deployed below the neck of the aneurysm against the parent vessel of the ica without any complications. It was decided to place another pipeline to fully cover the aneurysm. Due to the tortuous anatomy, there were some difficulties with the placement of the second pipeline, but it was eventually deployed successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).